Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (52 mg/dl). Customer stated that low bg's are due to weight gain and chemotherapy due to thyroid cancer. Customer brought bg levels back to target range with glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.